Event description:
It was reported that the when the cuff was removed, there were two pts that complained of pain and had bruising to their extremity. The cuff was inflated at 250 mmhg for approximately 20-25 minutes. The device continued to be used on pt. No other information was able to be obtained.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.